Event description:
It was reported through a research article identifying abbott assurity/endurity pacemakers that may be related to three dependent patients' death. There is no known allegation from a health care professional that suggests the deaths were related to the device. It was reported that the causes of death were sudden cardiac death. Specific patient information is documented as unknown. Details are listed in the article, titled: melman yf, steinberg ba, lancaster j, freedman ra, bunch tj, cutler mj, limitations of manufacturer recommended remote monitoring in the st. Jude assurity/endurity battery recall, heartrhythm case reports (2021).

Manufacturer narrative:
Abbott pacemaker therapy date - unknown.

Event description:
Related manufacturer reference number: 2017865-2021-35862, 2017865-2021-35861. It was reported through a research article that three dependent patients expired. There is no known allegation from a health care professional that suggests the deaths were related to the device. It was reported that the causes of death were sudden cardiac death.